Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction primary with a mentor tissue expander 550cc and experienced deflation on the left side post-operatively. As a result, the patient underwent removal and replacement with a mentor tissue expander (serial number (B)(4)) on (B)(6) 2021.

Manufacturer narrative:
On nov 21, 2023, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample determined that the shell of the exp rnd remote 550cc tissue expander was found to be colored blue. Leak testing was performed, according to the mentor procedure, and it revealed a puncture on the tubing, measuring approximately less than 0.1 cm. Additionally, no other leak sites were found. A microscopic examination was performed on the edges of the puncture, and parallel striations were found in the whole area of the puncture. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander tubing. Based on the information currently available, the microscopic examination of the returned product indicates that the expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).